Event description:
It was reported to boston scientific corporation that a cre fixed wire catheter balloon was used in a dilatation procedure of the upper gastrointestinal tract on an unknown date. According to the complainant, after a dilatation was performed, the physician tried to deflate the balloon. However, the water in the balloon could not be removed and the balloon was unable to deflate completely to be removed into the scope. Reportedly, the complaint device was removed together with the scope and the procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon on the device was cut from the catheter midway down the exit marker and multiple kinks were noted on the catheter. Functional analysis could not be performed due to the condition of the device. The noted failures of the device likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire catheter balloon was used in a dilatation procedure of the upper gastrointestinal tract on an unknown date. According to the complainant, after a dilatation was performed, the physician tried to deflate the balloon. However, the water in the balloon could not be removed and the balloon was unable to deflate completely to be removed into the scope. Reportedly, the complaint device was removed together with the scope and the procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.